Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after tandem technical support advised the customer that the pump re-estimates the fill estimate after 10 units are delivered, the customer was satisfied and declined further troubleshooting. There was no reported impact to the customer's blood glucose level.